Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified partial delamination of the valve, a curved opening on the radius, crack valve, and fold creases. A leak test and microscopic analysis were performed which identified a crack valve, partial delamination of the valve, and a striated opening on the radius. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, a striated opening on radius assessed as surgical damage consist in the use of some surgical tool, and a partial delamination of the valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device has been explanted.